Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual examination revealed the screw broke at the threaded transition from the bone screw to the mini locking nut. No other defects or abnormalities were observed during evaluation of product. Scanning electron microscopy found evidence of a torsional shear static failure with plastic deformation extending in a circular pattern around the center of the implant. No material defects or other abnormalities were observed in the analysis. A review of the device history record found no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. Although no definitive conclusions can be made as to the cause of screw breakage, fracture analysis found evidence of a torsional shear static failure with plastic deformation extending in a circular pattern around the center of the implant. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Event description:
International affiliate reports that when the surgeon tightened the vsp¿s taperted nut, the screw broke across the threaded section of its shank. The broken screw was removed and another screw was inserted to complete the case. There were no adverse consequences to the patient.